Event description:
It was reported that customer experienced a minimum fill notification while attempting to load cartridge and noted that tubing had been filled multiple times, leaving usable insulin in cartridge. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pump pneumatic area as instructed, and reloaded same cartridge without success, after which technical support guided loading of new cartridge using proper technique, which resolved issue and allowed customer to resume insulin delivery.